Event description:
Customer reported that the suture broke during umbilical hernia repair. Surgeon utilized suture to complete the procedure. There were no reported adverse pt consequences related to this event.